Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes are defective. This occurred on 5 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367962, batch no. 8303725. It was reported that the tubes are defective. Defective tubes.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Root cause description: bd acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the returned samples and photos confirmed pic pas-002-pic (collapsed tubes) was appropriate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin(lh) 83 units blood collection tubes are defective. This occurred on 5 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367962, batch no. 8303725. It was reported that the tubes are defective. Defective tubes.